Event description:
A customer contacted beckman coulter inc. (Bci) stating the electrolyte injection cup (eic) was overflowing on the instrument. No injury was reported.

Manufacturer narrative:
The customer stated that they rebooted the instrument which solved the problem.